Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of access sets were shredded. The tubing looked like a knife was slicing it apart. This was observed while running in IV pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.